Event description:
It was reported that white material accumulated at the end of the phaco tip and the phaco sleeve. The surgeon stopped surgery and attempted to flush out the tip, but was unable to clear the material from the sleeve. The tip was replaced, and surgery proceeded without any issues. The patient has recovered well without any further concerns. Through follow up it was confirmed that the foreign material was introduced into the eye, and the product was subsequently discarded by the nursing staff. No further information is available at this time.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Unit, opo73 is not an implantable device. Section d6b - explant date: not applicable. Unit, opo73 is not an implantable device; therefore, not explanted. (B)(6). Section h3 - other (81): the material was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. H3 other text : see h10